Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that scs ipg was unable to communicate with the charger. A replacement charger was unable to resolve the issue. The pt was scheduled for a revision. No further info is available at this time.